Manufacturer narrative:
Vyaire medical was not able to determine the root cause since the customer reported that they will not return the defective main printed circuit board for evaluation.

Event description:
The customer reported to vyaire medical transducer fault occurred. The issue occurred during patient-use and the device was replaced with another ventilator. The customer confirmed that there was no patient harm associated with the reported event.